Event description:
It was reported that during a drug eluting stenting treatment procedure, stent damage occurred. A promus element 4.0x16mm stent was advanced into the patient and at this point the physician decided a different size stent was needed. Upon withdrawing the stent delivery system, the stent got stuck to the y-adaptor and was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient status is reported as stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during a drug eluting stenting treatment procedure, stent damage occurred. A promus element 4.0x16mm stent was advanced into the patient and at this point the physician decided a different size stent was needed. Upon withdrawing the stent delivery system, the stent got stuck to the y-adaptor and was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient status is reported as stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer- a visual and microscopic examination of the complaint device revealed that the stent was returned detached from the delivery device. The stent struts on row one were misaligned. Also, the stent was returned inside the stent protector; attempts to remove the protector during analysis resulted in the end rows 1 and 2 of the stent being squashed. The balloon and tip sections of the device were visually and microscopically examined and damage was noted that could have contributed to the event. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen without resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).